Event description:
Healthcare professional reported "esophageal dilatation" after implant with lap-band. The lap-band sys was explanted.

Manufacturer narrative:
UDI #: (B)(4). Taper ii. The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon catalog number, implant date and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Esophageal dilatation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number, diagnostic testing or further event details.